Manufacturer narrative:
Device evaluation - the device was returned for evaluation. The testing of the returned device could not duplicate the reported motor issue. However the device event history log showed intermittent "motor not running" alarms. Internal examination showed wear on motor bracket, worm gear, leadscrew and clutch that required replacement. The reported motor issue was determined likely caused by normal wear of these components.

Event description:
It was reported that the device's motor was not running. No known adverse effects to patient.